Event description:
It was reported that 5 bd q-syte¿ needle-free connector stand-alone devices experienced connection issues. The following information was provided by the initial reporter: the product does not fit with the syringe. This specific bioconnector for intravenous lines does not connect perfectly with the syringes designed for the administration of oral mediation, which is a serious problem for patient safety.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1179947, medical device expiration date: 31-may-2026, device manufacture date: 08-jul-2021. Medical device lot #: 0006391, medical device expiration date: 30-nov-2024, device manufacture date: 22-jan-2020. Medical device lot #: 1274374, medical device expiration date: 31-aug-2026, device manufacture date: 21-oct-2021. Medical device lot #: 1327409, medical device expiration date: 31-oct-2026, device manufacture date: 15-dec-2021. Medical device lot #: 2026643, medical device expiration date: 31-dec-2026, device manufacture date: 04-feb-2022.

Event description:
It was reported that 5 bd q-syte¿ needle-free connector stand-alone devices experienced connection issues. The following information was provided by the initial reporter: the product does not fit with the syringe. This specific bioconnector for intravenous lines does not connect perfectly with the syringes designed for the administration of oral mediation, which is a serious problem for patient safety.

Manufacturer narrative:
H6: investigation summary bd received an unsealed and ten sealed q-syte closed luer access devices from multiple lots including lots 0006391, 1327409, 1274374, and 2026643 along with two syringes for evaluation. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the syringe would not fit any of the q-syte devices. The syringes were also labeled for oral use only and were determined to not be intended to be connected to our medical devices. Next, the engineer attempted to connect the returned q-sytes with bd approved syringes and no issues were observed. Each q-syte connected correctly with no resistance. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.